Event description:
EKG system does not isolate pt from the risk of electrical shock. EKG platform is not electrically isolated from the pt. Exposes pt to risk of voltage transients from the mains as well as the computer power supply. Also system introduces an excessive amount of electrical noise into the software algorithm, making diagnostic quality tracings very difficult to obtain.